Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the crt-d was replaced due to battery depletion. High threshold and low impedance values were also observed on the epicardial left ventricular (lv) lead which remains in use.

Manufacturer narrative:
Concomitant medical products: 4076 lead, implanted (B)(6) 2010.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) was explanted and replaced for unknown reasons. No patient complications have been reported as a result of this event.